Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
Device not available for evaluation according to customer.

Event description:
It was reported that during meniscus repair procedure, the t's simultaneously deployed. No patient injury was reported. No product to return.